Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level. It was also stated that the patient blood glucose was high and low which they are unable to control. The patient did not provide information about symptoms and how they were treated for the issue. According to the patient they were still admitted in the hospital. Three follow ups were attempted but no new information was provided.